Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from three different patient samples processed on two different vitros 5600 integrated systems, 56001284 and 56001280. The investigation could not determine a definitive assignable cause. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting the vitros 5600 system did not likely contribute to the event. Based on historical quality control results, a vitros tropi es lot 2610 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2610 at, or below, the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, although a within-run vitros tropi es precision test performed on each instrument was acceptable, this is not indicative of instrument performance at the time of the events and therefore a system issue cannot be ruled out. Finally, pre-analytical sample processing could not be ruled out as contributing to this event, as the customer is not following the sample tube manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer reported obtaining non-reproducible, higher than expected; vitros tropi es results from three different patient samples processed on two different vitros 5600 integrated systems. Patient 1 sample: 0.355 ng/ml vs. <0.012 ng/ml on 56001284. Patient 2 sample: 0.455 ng/ml vs. <0.012 ng/ml on 56001284. Patient 3 sample: 0.293 ng/ml vs. <0.012 ng/ml on 56001280. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result for patient 1 was reported outside of the laboratory and the customer has stated that based on this result, the patient underwent cardiac catheterization on (B)(6) 2017, however, ortho was not made aware of any allegation of harm due to the cardiac catheterization procedure. The higher than expected results for patients 2 and 3 were also reported outside of the laboratory. It is unknown whether treatment was initiated, altered or stopped based on the higher than expected result. Ortho was not made aware of any allegation of patient harm. This report is number one of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).